Manufacturer narrative:
Results - a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned with no blood or contrast visible. The stent implant was returned dislodged on the stylet with an orange protective sheath. There was no damage noted to the stent implant. There were crimp marks on the balloon and between the markers. The balloon was tightly folded. There was no other damage noted to the stent implant. The outer diameter of the stent implant was measured and did not meet manufacturing criteria. However, the inner diameter of the returned protective sheath met manufacturing criteria. Product performance engineering reviewed the incident information and the returned device analysis. Factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping during manufacturing, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Analysis of the returned device found that the stent implant was dislodged and was returned on the stylet. There was no blood or contrast visible on the returned device, suggesting that it had never been prepared or used. Additionally, there was no damage noted to the sds. The tightly folded balloon had crimp marks visible between the markers, suggesting that the stent implant had been crimped at the proper location during manufacturing. The outer diameter of the stent implant was measured and was found to be above the manufacturing specifications. It is possible that the outer diameter increased as a result of traveling over the balloon as the stent dislodged. However, the returned device review did not provide any indications of what may have contributed to the stent dislodgement. The inner diameter of the returned protective sheath was measured and found to be within manufacturing specifications and no damage was noted to the sheath. Thus, there is no indication that the protective sheath contributed to the dislodgement. Based on the incident information and returned device analysis, a definite root cause for the stent dislodgement cannot be determined. A review of the device lot history records did not reveal any non-conforming material reports associated with the product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that when the protective sheath was removed from the rx vision stent delivery system (sds), the stent dislodged inside the protective sheath. Reportedly, there was no pt involvement. No additional event or pt information is available.